Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "ruptured implant and recall on textured implant". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "ruptured implant and recall on textured implant". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.